Event description:
Vaginal cuff dehiscence [incision site complication]. Adverse event unknown [adverse event]. Case description: spontaneous report was received on (B)(6) 2012 from a physician via a company sales representative regarding a female patient, initials unknown. The patient's medical history was not provided. On an unspecified date, the patient underwent surgery for an unknown indication. At the end of the surgery, seprafilm was placed for an unreported indication. On an unspecified date, the patient experienced vaginal cuff dehiscence occurring with other "unnamed events" post surgery. The action taken with seprafilm treatment was not provided. The outcome for the event of vaginal cuff dehiscence and "other unnamed events" post surgery was not provided. Concomitant medications were not provided. The intensity for the events of vaginal cuff dehiscence occurring with other "unnamed events" post surgery was not provided. The relationship between seprafilm and the events of vaginal cuff dehiscence occurring with other "unnamed events" post surgery was not provided by the reporting physician.